Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a fracture was observed on the left ventricular (lv) lead. During explant of the lv lead, a dissection occurred in the coronary sinus. The lv lead was explanted and a new lead was successfully implanted. The patient was stable following the procedure.